Event description:
Surgical procedure required: no did event cause patient's death: no major pump unit(s) involved: blood pump specific component(s) involved: other component malfunction other component: unknown, thoratec unable to diagnose,no regurg on cath/echo causative or contributing factor: no specific contributing cause identified other cause: intervention(s): replacement of external & internal battery & other intervention other intervention : diuresis,diagnostic cath to eval. In-flow valve regurgitation side.

Event description:
Major pump unit(s) involved: blood pump specific component(s) involved: other component malfunction, specify